Event description:
I have experienced severe dry eyes, blurry vision and night vision problems since having lasik surgery in 2005. Please do something to warn others about the risks involved with lasik surgery.